Event description:
On (B)(6) 2012, the lay-user/patient's pharmacist contacted lifescan from (B)(6), alleging an apply sample issue with the one touch verio iq meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed the meter had an apply sample issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (6/19/2013)the patient¿s meter has been returned and evaluated by lifescan product analysis on 1/22/2013 and 5/25/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a contact issue - spc pin 2 low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (12/04/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.